Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04500. It was reported that stent damage occurred. The concentric, de novo target lesion was located in the right coronary artery (rca). A 2.50 x 32 synergy¿ drug eluting stent was deployed but the stent struts flared. A 2.25 x 28, 2.25 x 16, and 2.25 x 12 synergy¿ stents were successfully deployed to treat the rest of the vessel. A 3.25mm x 12mm nc emerge® balloon catheter was advanced for post dilation. However, upon the first inflation, the balloon ruptured. The balloon was change to a non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.